Manufacturer narrative:
(B)(4). Date sent: 12/01/2025. D4: batch #622d18. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with no apparent damage and with a gst45w reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence and it opened and closed without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device was returned without detectable damage and it opened as expected. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Based on the results of this investigation , it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. A manufacturing record evaluation was performed for the finished device batch number 622d18, and no non-conformances were identified.

Event description:
It was reported that during a nephrectomy procedure, it was observed that the stapler did not release and was basically malfunctioning. They opened a new stapler to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 10/28/2025. D4: batch #unk. Additional information was requested, and the following was obtained: 1. Did the device lock-out (no staples deployed and no cut line started)? The device ¿locked out¿ before it was actually used for the intended use. No staples were deployed and the device was substituted for a new stapler to continue the procedure with no issues. 2. Or, did the device start to deploy staples and cut but could not be completed? N/a based on prior answer. 3. Was there any difficulty opening the device jaws? Yes. 4. If yes, what steps were taken to open the jaws. No steps were taken and the staff pulled a new device to continue the procedure. 5. If the jaws could not be opened, how was the device removed. It was never actually used. From my understanding, it was introduced through the trocar, its did not open, they removed the device and substituted for another stapler to continue the procedure. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.